Event description:
A malfunction was reported after the pump had been exposed to water, dropped a few times, and once exposed to an x-ray over the course of three years. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, maintaining a non-adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they may continue to use the pump and to contact support if the issue reoccurs.